Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the technical service engineer (tse) and stated that the instruments were moving backwards. The tse suggested that the endoscope may be upside down. After removing the endoscope and pressing the instrument clutch button, the customer was able to clear the guided tool change for the arm with the endoscope. The system was working normally after reinstalling the endoscope. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) assisted the customer through removing the endoscope and pressing the instrument clutch button to clear the guided tool change for the arm. After, the endoscope was reinstalled, the system was working normally. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.